Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the DHR revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2002) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. The breakage surfaces show the typically structure of a brittle fracture, most likely due to a bending overload. Based on the above observations the root cause of the reported event is not related to a deficiency of the device, but is rather linked to improper handling by the user. No non-conformity was identified.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of universal rod broke. According to sales rep, although the surgeon tried to remove the t2 tibial nail using universal rod, the tip of universal rod broke. The surgeon could not remove nail but finished the operation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of universal rod broke. According to sales rep, although the surgeon tried to remove the t2 tibial nail using universal rod, the tip of universal rod broke. The surgeon could not remove nail but finished the operation.